Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box showed manual suspensions with manual resumed deliveries. A replace cartridge alarm was shown in the history but deliveries were never resumed. The pump was run for 24 hours at a 2 unit per hour basal rate and the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery interruptions or alarms occurred. The complaint was unable to be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that day the patient experienced a blood glucose of 528mg/dl, with polydipsia, polyuria, and fruity breath, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated by a non-healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to the customer making changes to the basal program. The history showed the cartridge was changed and deliveries were suspended. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.